Event description:
Event description guidant received information that this implantable left ventricular coronary sinus lead was discovered to be hanging loosely in the atrium. This patient was found to have twiddler's syndrome.